Manufacturer narrative:
They were unable to prime the pump during the prime/compromised force sensor system test and motor error during the basic occlusion test due to faulty force sensor resistor. There were no compromised force sensor system alarms were noted. The pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump gave him a motor error alarm and then he changed out his infusion set and reservoir. Customer then received a compromised force sensor system alarm. Customer's blood glucose was 129 mg/dl. Customer was advised to remain disconnected from the pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.